Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The reported issue could not be confirmed or reproduced during the evaluation. The device operated per specifications. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device powered down unexpectedly. There was no patient injury reported as a result of this incident.